Event description:
Patient during upper endoscopy was monitored with smart capnoline guardian, which is used for co2 monitoring and o2 delivery during upper endoscopy. Patient began to exhibit oxygen desaturation of blood (as indicated by pulse oximetry) during the procedure. Physician felt that the desaturation may have been affected by a kink in the o2 tubing of the guardian device; he felt that the kink was caused by over-stretching of the o2 tubing. The physician adjusted the o2 tubing, following which o2 saturation of blood returned to acceptable levels. It is not clear if the desaturation was caused by or affected by the device or if it was due to patient factors.

Manufacturer narrative:
The manufacturer's preliminary analysis determined that kinking of the o2 tubing may have reduce o2 flow to the patient and as a result may have affected patient oxygen saturation of blood. The following corrective actions/preventive actions were implemented by the manufacturer: suggest the end user to use the long version of the product (4 meters) to avoid overstretching that may result in kinking. Update the directions for use of the product with directions to prevent this issue.